Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of almost 500 mg/dl with moderate to large ketones and it was addressed with manual injections. The customer's bg level lowered in 6 hours and the ketones were flushed out. It was noted that the contact believes the elevated bg level was most likely due to the sites; however, this could not be confirmed. Reportedly, the contact reported that the customer was using the same sites on the previous pump and had no issue with the sites. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a cause of the elevated bg level.